Manufacturer narrative:
One unit was returned for investigation. The device was functionally tested and the issue was confirmed. Root cause was traced to user interface and age of device. Due to the age of the device, no action was taken.

Event description:
It was reported that the device was leaking water from the reservoir cover.